Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was turned off and a replacement lead was implanted on the patient's right side on (B)(6) 2018. Patient was stable before, during, and after the procedure.